Event description:
Caller tested 7.1 inr and 7.2 inr on the coaguchek xs system while a comparison lab returned as 5.2 inr. No treatment provided. No adverse event reported. Requested return of suspect system, however, customer has used up all the test strips. Replacements were sent.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.